Event description:
It was reported that approximately three months post port placement, the device was allegedly found to be occluded. The device was reported that upon removal, the septum of the device was found to be separated. It was further reported that the device was allegedly migrated. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The port septum was not returned with the sample. Thrombus was noted within the port septum cavity. Under microscopic observation thrombus was noted within the port stem. Approximately 10ml of water was flushed through the port stem multiple times, which expelled some thrombus from within the port stem. However, the investigation is inconclusive for the reported catheter occlusion, material separation and migration issues, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter occlusion, material separation and migration issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 02/2021).

Event description:
It was reported that approximately three months post port placement, the device was allegedly found to be occluded. The device was reported that upon removal, the septum of the device was found to be separated. It was further reported that the device was allegedly migrated. There was no reported patient injury.